Event description:
The patient suffered a moderate stroke with some word finding difficulties and visual field deficit. The patient was in sinus rhythm, had a negative preoperative tee, good intraoperative act of greater than 300. The patient is recovering slowly.

Manufacturer narrative:
The device is not available for investigation. It was discarded after the procedure since no malfunction occurred during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.